Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately calcified lesion located in the ostium of the ramus. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was not performed. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent was too short for the lesion, upon withdrawing the stent into the guide there was resistance and the stent dislodged in the ramus. The stent was snared but was unable to be withdrawn further than the left main. During the procedure, the patient's circumflex artery was observed to have no flow- so the dislodged stent was left in the left main to address the closed artery (according to the physician this artery was part of the planned pci). After fixing the circumflex, the dislodged stent was crushed in the left main. According to the physician the patient experienced no harm from the dislodgement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.